Event description:
Is reported that during tibial preparation, the keel prep was stuck in the proximal portion of the pt's tibia. Upon examination of the handle, it was determined to have snapped the metal holding fragment.

Manufacturer narrative:
Evaluation: a field communication describing the proper extraction technique with the inserter/extractor was created and distributed to the field. In 2008. Additionally, a design change has been implemented to improve the instrument durability. Evaluation: as returned, one tab of the rod shaft has fractured off the device. The fractured piece was returned with the complaint for review. Device history records indicate a manufactured to specification. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in 1997.